Manufacturer narrative:
Same issue reported (B)(6) 2018 and reported via MDR 3008262715-2018-00011. Unable to duplicate the issue at that time. Field service engineer evaluated the system via simulated use testing. Evaluation found an energy storage system problem. System repaired, tested, and returned to the customer.

Event description:
Delivered 450 shocks to patient. Machine then stopped and displayed an error code #101. At that time packed up the water cabinet/therapy head. There was another lithotron available. It took about 30-40 minutes for the machine to get to the facility. Upon calibrating and degassing the new machine, was able to finish the case.